Manufacturer narrative:
The reported event of high impedance and auto-reducing was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The high impedance caused by the fractured lead wires would cause the stimulation output to auto-reduce. The shocking sensation is consistent with the fractured lead wires touching each other when the lead is flexed due to overstress. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
The patient weight was available at a time earlier then when the report was submitted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a fall, the patient experienced high impedances at the lead contact, a shocking sensation, and autoreducing of therapy. X-ray imaging revealed a fracture of the lead. As a result, surgical intervention occurred to explant and replace the lead, which resolved the issue.